Event description:
The device was programmed to deliver an infusion of dopamine. Reportedly, the pump did not infuse according to specifications. The reported incident resulted in the patient having temporarily decreased blood pressure.